Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Six days after the peritonitis onset, the patient was hospitalized for peritonitis. The same day as event onset, the patient was treated with injection vancomycin (1gm stat, repeat after 72hrs, intraperitoneal, ongoing), injection ceftazidime (1gm once a day, intraperitoneal, ongoing) and tablet fluconazole (150mg once a day, oral, ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7 and d10. B5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital. It was reported that the antibiotics were discontinued after eight days. It was reported that the patient was recovered from abdominal pain and not recovered from cloudy pd effluent. Pd therapy was discontinued eight days after initiating. The pd catheter was removed and the patient shifted to hemodialysis (hd). Same hd is ongoing. It was reported that the patient was retrained for unknown reason. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.